Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported conflicting result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021 on a direct tested nasal kitted swab. The user reported the initial binax now self test generated negative results on (B)(6) 2021. Repeat testing generated positive results. Confirmation testing was not reported. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 159876a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260 / lot 159876a and device part number 195-430wl / lot 150615. The lot met the required release specifications. A review of the complaints reported as conflicting results) patient results (confirmed and unconfirmed, conflicting results) related to kit lot 159876a showed that the complaint rate is 0.0003%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is possibly related to the specific patient sample.